Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was showing an inaccurate time. A technical support specialist (tss) dialed into station and followed knowledge article "device time is incorrect" and fixed the time issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine was showing an inaccurate time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.